Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following: the front panel was flickering due to dust inside the device which was cleaned by an engineer and the scope socket was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, evis lucera xenon light source suddenly the screen went black and the indicators on the panel had turned on. The issue occurred during reprocessing for a diagnostic gastroscope that was completed with no delay and a similar device. There were no reports of patient harm.